Event description:
Patient reported to have passed away. The physician indicated that he did not believe the death was related to vns despite not knowing the cause of death. The patient was last seen by the physician on (B)(6) 2017. The patient was noted to be seizure free with vns. No other relevant information has been received to date.